Event description:
It was reported that after anesthesia it was found that the implant had not been delivered, and anesthesia time was prolonged until the implant was delivered. Two and a half hours later, the surgery began. Additional info: the implants were not ready at the start of surgery due to an ordering error by the sales rep. The surgery time was extended, but there was no additional anesthesia.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device disposition unknown.

Manufacturer narrative:
Please note the correction to h6 conclusion code. The reported event could be confirmed, since it was stated "no defects in product" and further, it was confirmed to be wrongly ordered. As per further details received in the event description ¿¿the implants were not ready at the start of surgery due to an ordering error by the sales rep. The surgery time was extended, but there was no additional an anesthesia¿¿. However, the IFU instructs to check before surgery and clearly points out as a pre-operative step as following: ¿ensure that all components needed for the operation are available in the operation theatre¿. Thus, it has been classified as user-customer-deviation from surgical technique. If this had been checked prior to the start of surgery, it would have been noticed at that time, when the patient was not yet under anesthesia, and consequently would not have led to the start of surgery without having the required implant available and finally not resulted in a prolongation of the surgical procedure due to missing implant [contributed by order error]. Thus, it is clearly beyond the manufacturers control and finally, it was confirmed that no defects in product are present. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
It was reported that after anesthesia it was found that the implant had not been delivered, and anesthesia time was prolonged until the implant was delivered. Two and a half hours later, the surgery began. Additional info: the implants were not ready at the start of surgery due to an ordering error by the sales rep. The surgery time was extended, but there was no additional anesthesia.